Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced erosion to small bowel, recurrence, adhesions, cord lipoma, and left hydrocele. Post-operative patient treatment included explant of mesh, small bowel resection, hernia repair with new mesh, right orchiectomy, hydrocelectomy, hydrocele drained, adhesiolysis, and hernia repair with sutures.